Event description:
An impella cp was inserted via femoral access to support the 65 year old male admitted in with known prior tavr, acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was on ECMO support, inotropes and vasopressors, as well as being vented for respiratory needs. The cp was supporting when there was placement signal alarming on day 2, which prompted the team to reposition the pump without echo imaging for guidance. The pump came out of the left ventricle and upon explant of the pump there was observed clot adhered to the pump. Of note, the patient was on both ECMO and the cp and was reported to not be on any anticoagulation. Abiomed makes recommendations for appropriate anticoagulation for the pump and systemic needs.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the device in wrong position was most likely unintended use error caused or contributed to the event due to the cardiologist attempted to reposition the impella without echo guidance and pulled the catheter across aortic valve. The cause of use against labeling was most likely unintended use error caused or contributed to the event due to the patient was not on any anticoagulation and no any patient condition related stated to avoid using it. The pump passed all post sterile inspection checks.

Manufacturer narrative:
H6, medical device problem code a23 has been added.